Event description:
It was reported to philips by a customer that the unit had a low leak alarm with no leak. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the unit gave a check vent alarm for "low leak co2 rebreathing risk". The biomed stated the rt found no issues with the patient circuit and swapped the vent with no issues. The biomed ran the unit with the same settings using the .25" test fitting and repeated the issue. In diagnostic mode, pneumatics screen, flow set to 10, the average air slpm display was 2.5, blower rpm was 40,000 and maximum flow was coming out of the patient port. The rse advised to perform pvt flow testing to verify a bad flow sensor and provide the part ID for the flow sensor to the customer. The customer replaced the gds assembly manifold to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.